Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a variceal hemostasis procedure performed on (B)(6) 2021. During the procedure, they only fired the device once, but only two bands were deployed. The device was removed and the procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a variceal hemostasis procedure performed on (B)(6), 2021. During the procedure, they only fired the device once, but only two bands were deployed. The device was removed and the procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. **additional information received on (B)(6),2021** it was reported to boston scientific corporation that there was no difficulty experienced upon setting up the device.

Manufacturer narrative:
Block a2:patient's exact age is unknown; however, it was reported that the patient was over the age of 18.block d4, h4:the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired.block h6:medical device problem code a150103 captures the reportable event of band premature deployment.block h10: investigation resultsthe returned speedband superview super 7 was analyzed. A visual evaluation noted that the handle assembly and ligator head were returned with the device. It was noted that the tripwire was secured and the slack was taken up correctly. The ligator head was returned with all the bands present and they were moved out of their original positions and overlapped. Microscopic examination was performed and it was found that the ligator head teeth were bent. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No other issues with the device were noted.the reported event of premature deployment of bands was not confirmed. The device returned with all the bands attached to the ligator head. However, the bands were moved from their original positions and were overlapped, indicating a deployment failure. This problem is likely to happen if the knots that hold the suture of the bands in the ligating unit become untangled from it. These knot related problems can be traced to the manufacturing process as a contributor factor. An investigation to address this issue is in progress.a review of the manufacturing documentation for this device was unable to be performed as the lot number is unknown. However, a ship history review was performed to identify the most probable lots and a manufacturing review of the most probable lots did not identify any anomalies or deviations that could have contributed to the event.additional information: b5 (describe event or problem)